Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 530 mg/dl and at 7:51 it was 237 mg/dl treated it with bolus via insulin pump. The customer declined troubleshooting on insulin pump. The customer stated that the customer came down from high after changing infusion set and infusion set's cannula was bent. The insulin pump will not be returned for analysis.